Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device over infused. The pump was programmed to run medication over 4 hours but instead ran the medication for over 1 hour. No alarm messages or error codes were noted during the event. Although requested, additional information was not provided.